Event description:
The patient had a cerebrospinal fluid leak with lumbar subcutaneous fluid collection. The catheter was explanted. The pump was left in place as the hcp planned to re-implant the catheter to continue treatment. The device system was used to deliver gabapentin. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.